Event description:
It was reported that on (B)(6) 2014, the healthcare provider (hcp) changed the clonidine concentration because it was incorrectly entered the last time it was programmed. The clonidine concentration had been entered as 125mcg/ml rather than 20mcg/ml. The incorrect entry did not affect dosing since clonidine was not the primary drug. The primary drug was dilaudid and its concentration was not changed. On the day of the report, the dose was increased from 8.1mcg/day to 9.1mcg/day. The hcp was initially upset because she thought that she had mistakenly entered a bridge bolus. The hcp called the physician programmer a ¿pain in the ass to use¿. The printouts and session report were reviewed and it was concluded that the hcp did not enter the bridge bolus incorrectly; it was entered correctly. The old concentration was 5mg, new concentration was 5mg, old drug desired dose was 8.1mg/day, total drug volume of 0 .5ml, amount of bolus 2.5mg, and duration of bolus 7 hours and 24 minutes. The patient was to return to the clinic in 2 hours from the time of the report to cancel the bridge bolus so the patient could use her personal therapy manager (ptm) sooner. There were no patient symptoms. The device system delivered dilaudid, clonidine and bupivacaine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).